Manufacturer narrative:
Evaluation: the condition of battery depleted alarm was confirmed through the event history due to depleted main batteries. The main batteries were replaced to correct this condition. The device was evaluated on-site at the customer facility, therefore the device was not returned to baxter. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The software version is currently not known. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).